Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed that the liquid crystal display (lcd) screen was blank on a trilogy 100 device. There was no reported patient involvement. The service technician recommended replacing the device¿s system board assembly and central processing unit board assembly to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.